Manufacturer narrative:
H.6. Investigation summary: no samples displaying the reported condition were received. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review could not be completed as no batch number was provided. Further research was done by our material scientist an they have indicated that the iodine in the drug may result in swelling of the polypropylene used for the syringe which may be perceived as melting. On reviewing the full prescribing information the manufacturer specifically indicates to use a glass syringe for administration. The lipidol ultra-fluid injection fpi specifically lists ¿plastic containers and syringes¿ as incompatible for the purpose of storage unless specific studies are conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of syringes 5ml ll sp125 experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 309646. Batch no.: unknown. We have had issue with these syringes melting when we are using oil. We have not had this happen before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringes 5ml ll sp125 experienced product damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 309646, batch no.: unknown. We have had issue with these syringes melting when we are using oil. We have not had this happen before.